Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implantable pump. The patient reported that they've had difficulties connecting to their pump, so they talked to their doctor about it at their pump refill appt and their doctor told them "we're hearing that a lot lately so you need to call mdt directly for assistance" and that the patient has old model equipment. The patient stated 'for quite a while now,¿ then stated ¿the last year to year and a half,¿ then stated ¿for a year,¿ then stated ¿over the last few years, it's been getting harder and harder: to connect to the pump. The patient healthcare provider told them to take the communicator out of the wallet. The patient stated ¿it says not found every time I connect so I have to jam it under my abdomen under the pump,¿ and stated seeing ¿no pump response¿ is normal. The patient stated ¿I have to wiggle it around to communicate and even when it does find a connecting it'll say 0% or device not found. If I told it directly over the pump flat, it will say 0% connection.¿ the patient bolused shortly before calling. The agent assisted the patient in resyncing to pump well and again after toggling off/back on bluetooth but the patient stated it didn't make a difference. The patient stated it used to be fast and take them 2-3 min, but ¿I did lose quite a bit of weight and I gained a little bit back but it didn't flip and it's in the right spot - I had a pump refill today. But, this issue started when I was still quite a bit heavier and I thought it'd be better but it's gotten worse with time. Based on what my doctor said today, I have old equipment and it all needs to be replaced.¿ the patient denied any falls/trauma. The agent reviewed general use and agreed to replace communicator as part of troubleshooting. The patient having difficulties connecting for a long time despite working with the healthcare provider and now pats on it. The patient has had equipment for about 3 years. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.